Event description:
The manufacturer received information alleging the active exhalation verification test had failed when it was being performed on a trilogy ev300 device. There was no harm or injury reported. The customer placed a service call to the local philips helpdesk for this issue. The customer informed the philips representative that two system errors (e-084 [o2 regulation]and e-086 [low o2 inlet pressure]) occurred on the device. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging the active exhalation verification test had failed when it was being performed on a trilogy ev300 device. There was no harm or injury reported. The customer placed a service call to the local philips helpdesk for this issue. The customer informed the philips representative that two system errors (e-084 [o2 regulation]and e-086 [low o2 inlet pressure]) occurred on the device. The customer alleges the error codes indicate the oxygen blending module (obm), obm harness, and/or system printed circuit board assembly (pcba) may be failing on the device. The philips field service engineer (fse) went to the customer site to evaluate the device. The philips fse evaluated and determined the active exhalation control module (aecm [or proportional valve]) and three-way (3-way) solenoid were causing the issues on the device. The philips fse replaced the proportional valve and 3-way solenoid valve to address the reported issues.